Event description:
Reportedly, after performing a routine test load discharge to an attached pacing/defibrillation adapter, the device could not be turned off and it would not respond to actuation of any front panel switch.

Manufacturer narrative:
The local factory service rep observed that when defibrillator charge was initiated, the crt displayed a checkerboard pattern which was superimposed over updating ECG info, and the device subsequently would not shut off. The device main pcb assembly was replaced in an unseccessful attempt at correction. The rep then replaced the device power conversion pcb and proper operation was repeatedly observed. The device was returned to the facility for use. The replaced assemblies were evaluated by the factory. A factory eval observed failure of power supply pcb assembly transistor, q15. Except as provided by 21 cfr 803.56, co does not intend to submit add'l info on this event to FDA. Code # 1525- not labeled.